Manufacturer narrative:
Based on the info reported to davol, the pt underwent surgery for excision of a submandibular gland in which avitene was used. Three or four days post operatively, the pt is reported to have developed pain and swelling in the area. About one week after the surgery, the pt underwent incision and drainage, and the md reported the tissue looked "gray and necrotic." Wound culture findings were negative. On (B)(6) 2011, the pt was reported to be stable and the wound was noted to be firm and indurated. Currently. It is unk whether the device may have contributed to the alleged event. No operative reports, pathology reports or other medical records have been provided, and no product lot numbers or samples have been returned. This MDR contains all info reported to davol to date. With the info available, no conclusion can be drawn.

Event description:
Based on info reported to davol: (B)(6) 2011 - pt underwent surgery for excision of submandibular gland with avitene placement. Approximately 3-4 days post operatively, pt developed swelling and pain in area. Approximately one week post operatively, pt underwent incision and drainage, wound culture and tissue biopsy. Md reported tissue "gray and necrotic" in appearance. On (B)(6) 2011 - ent md reported pt stable, wound firm and indurated.